Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the radial to peripheral intervention was successfully performed. At end of procedure, the doctor advanced wire in lumen of destination slender and pulled to remove it. When pulling, spasm occurred. The doctor took steps to relieve the spasm and then tried a second time and the destination slender pulled apart, leaving a portion of the sheath in the body. Steps were taken to relieve the spasm without success. Vascular surgery was consulted and successfully removed the broken piece of sheath. A brachial cut down with foreign body removal was performed. The patient was stable/good, and the procedure was successful.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One r2p sheath and dilator assembly was returned for assessment. The sample was subject to visual analysis. The dilator is partially inserted into the sheath and cannot be removed. The sheath is separated, and the sheath tip was not returned. The sample was subject to functional testing. There is a kink in the sheath 2.4-3.9cm from the hub. The sheath is 107.6cm in length from the hub. The sheath is uncoiling 14.2cm from the breakage point. There is stretching of the sheath 17.8-22.4cm from the sheath hub. The complaint can be confirmed for sheath separation. The exact root cause cannot be determined. The likely root cause is the patient spasm was not completely alleviated before attempting to remove the sheath. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).